Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the fresenius apd luer lock connector not connecting correctly to the baxter pd solution during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. There was no reported adverse event, symptoms, nor medical intervention as a result of the reported event. The patient was able to complete pd treatment with the cycler. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that they were unaware of the alleged event. The pdrn indicated that the patient has not been compliant with clinic staff. Additional information was requested, however, to date no response has been received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connector shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.